Event description:
Patient presented to the physician with a seroma and skin irritation at the chest incision site. Physician admitted the patient for observation, and IV antibiotics were administered. Physician brought the patient into the or three days later, irrigated the chest incision site with antibiotic solution, applied antibiotic powder to the area, and closed.